Manufacturer narrative:
The device was removed and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced numbness in their upper-arms, neck and shoulder. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The device was replaced and the symptoms have resolved.